Manufacturer narrative:
Testing and investigation found the device intermittently displayed e301 (audio alarm failure) with no audible alarm tone. This was due to a workmanship issue of the piezo alarm assembly by the supplier of the assembly. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, the pump did not sound an audible tone during an alarm condition. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no add'l info was provided.